Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4) ¿ initial report of the event ¿ lots 108zeb and 10a1kt. (B)(4) ¿ ambiguous number of additional patients ¿ lot 10a1kt. Please confirm: are there only 2 patients involved or is the exact number of patients not known? How many patients experienced the ¿middle portion of the suture was missing¿? If the exact number of patients is known and there were more than 2 patients, please create one additional product complaint per additional patient. Did these events occur post-op and require a reoperation? How many sutures are involved in each event? For (B)(4)¿ 2 sutures ¿ lots 108zeb and 10a1kt. Is this correct? For (B)(4)¿ 1 suture ¿ lot 10a1kt. Is this correct? For each patient, please provide the following information: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following the index surgical procedure? Onset date? What tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break? If so, where was the break noted (termination, middle, end)? Did the suture pull out of the tissue? Did the knots untie? Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? Are photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information. H6 component code: g07002 no device problem h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one sealed box with twenty-four unopened samples and forty unopened samples were received for analysis. Product code z358. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage sutures were observed during evaluation. Also, a functional test was performed using an instron equipment and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a cesarean section procedure on an unknown date and suture was used. During a surgery, the surgeon was unable to visualize the suture line and noted that the middle portion of the suture line had completely disappeared. Upon postoperative assessment, when the surgeon evaluated the patient, the suture was no longer present. Additional information was requested.